Event description:
On (B)(6) 2014, received a call from the consumer claims after 2 weeks of using the breast pump, she developed a rash.

Manufacturer narrative:
On (B)(4) 2014 sent email message to consumer requesting a call back. On (B)(4) 2014, contacted consumer via phone. Consumer was using the pump for approximately 2 weeks. The consumer noticed a red, itchy, streaky rash on her breasts. She had been wearing disposable nursing pads. Consumer visited the doctor and was advised to stop using the pads. The consumer was placed on antibiotics as a precaution.